Event description:
On (B)(6) 2013 the patient contacted animas for an unrelated issue and during troubleshooting it was noted that there were boluses missing from the bolus history. The bolus history showed only one bolus for (B)(6) 2013 and showed no boluses for (B)(6) 2013. The patient stated she is certain she took boluses on (B)(6) 2013 and more than one bolus on (B)(6) 2013. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.